Event description:
Clinical study, noise on rv lead implant date: (B)(6) 2007 explant date: (B)(6) 2019 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).